Event description:
The customer called to set up a training and reported that her blood glucose was 400 mg/dl. She declined to troubleshoot for high blood glucose, stating she may have forgotten to give herself a bolus. The device will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.